Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional event information received on 04-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9320823) was impeded in the hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31537085) and could not be advanced further. The stent was also found detached from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and switched to new devices to complete the surgery. There was no reported patient consequence or observable clinical symptoms. Additional event information received on 04-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was found detached inside of the microcatheter involved. No appearance of damage was observed. The stent was removed without difficulties. The stent was inspected under a microscope, and no damage was found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. Inspection on the delivery wire revealed one kinked condition on the distal end of the proximal coil. The issue described in the complaint regarding the stent becoming impeded in the hub of the microcatheter could not be evaluated through functional testing because the stent was detached during the procedure. However, this event suggests that the enterprise introducer was not fully seated in the microcatheter hub, allowing the stent to expand within the hub, which created resistance and prevented further advancement. Sufficient push-pull force was then applied, disengaging the stent and kinking the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9320823. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9320823) was impeded in the hub of a prowler select plus 150/5cm (product code 606s255x, lot number 31537085) and could not be advanced further. The stent was also found detached from the delivery wire within the microcatheter hub. The physician removed both the microcatheter (mc) and the stent from the patient and switched to new devices to complete the surgery. There was no reported patient consequence or observable clinical symptoms.

Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.